Event description:
It was reported that the patient was skiing, fell on the ilet pump, and afterward the touchscreen display showed lines that made the display difficult to read while the pump continued to function. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display visibility problem consistent with a device display readability issue localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.